Event description:
Osteosarcoma patient receiving chemotherapy and IV therapy. Intended IV was to be 0.45% nacl with minor additives. Pharmacy utilized an automated compounder to mix and inadvertently mixed with incorrect concentration of saline,-resulting in 493.23ml of 23.4% nacl when intention was to use 493.23ml of 0.9% nacl. Compounded solution was 12% nacl. One liter infused. The patient experienced a decreased level of consciousness, leading the providers to suspect a problem with the solution. The solution was stopped and analyzed in lab. Testing confirmed that the patient's sodium was critically elevated and that the solution was incorrectly prepared.